Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing episodes. Programming changes were made on the device. No patient consequences.